Event description:
I was instructed on use of a hill-rom pulmonary vest. After using the vest a couple of times I noticed my back and abdomen were itching. I looked at my skin and noticed my back and abdomen with a deep purple rash/ burn in those areas. Now my hands, face and feet have the rash on them. I have been seen by a physician who is treating me broadly with steroids and oral vistaril ( doesn't help) for the itching. So it has now been a week. I have pictures if needed.